Manufacturer narrative:
(B)(4). The lot was manufactured september 1, 2015- september 3, 2015. The device was received for evaluation. Visual inspection noted fluid contained inside the device housing due to a ruptured bladder. The reported condition was verified. The cause of the ruptured bladder could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the bladder during filling with ketamine. There was no patient involvement. No additional information is available.